Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) stated that the issues with touchscreen or keyboard reported due to emr documentation which appeared to be related to dispenses. Customer was unable to provide specific details like how the issues was identified. Tss failed to identify the root cause and the user decided to close the ticket.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es billing went double when the user selected the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.